Event description:
It was reported during the biopsy portion of an ion endoluminal lung biopsy procedure, the patient's heart rate dropped and she coded. The lesion to be biopsied was in the right lung. The patient experienced coronary artery spasms, st-elevation, bradycardia and hypotension during the ion procedure. The procedure was aborted. The patient subsequently experienced a cardiac arrest and coded. The patient was stabilized and transferred to the ICU. There was no pneumothorax or bleeding. An MRI was performed and did not reveal signs of stroke or cardiac/coronary air embolism. Medical history included hypertension, obesity and hyperlipidemia. The patient had a negative stress test 2 weeks prior to the ion procedure. The physician did not believe the ion device caused or contributed to the event. The physician thought the event may have been related to the anesthesia or unknown underlying conditions of the patient. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced coronary artery spasms, st-elevation, bradycardia and hypotension. After the case was aborted, the patient subsequently experienced cardiac arrest and coded. The patient was stabilized and transferred to the ICU.